Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-sep-2029, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 26-sep-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient  experienced a return of pain about four weeks earlier, with pain reported as 13/10. The patient reported having tripped and landed on a mattress around that time. A follow-up x-ray was obtained per the physician¿s orders, and the leads were reported to have migrated down a little compared to the implant image. The device was reprogrammed for better coverage, and the patient reported improvement in pain from 13/10 to 3/10. The patient was reported alive with no injury, and the issue was reported as resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.